Event description:
Covidien received information stating that the ht50 ventilator was loud during operation. Although the unit continued to cycle, the patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported that a ventilator pump was noisy. A visual inspection of the returned device was conducted. The linear bearings were found to have black grease on them indicating that there was friction. The customer complaint was verified.

Manufacturer narrative:
Covidien reference: (B)(4).